Event description:
It was reported that a 3.0 x 32 mm promus stent was implanted in the mid-right coronary artery (rca), and an overlapping 3.0 x 20 mm promus stent was implanted in the proximal to mid-rca on (B)(6) 2008. The patient was discharged the following day. Approximately 44 months later, on (B)(6) 2011, the patient reported chest pain for the last 3 weeks. Angiogram on (B)(6) 2011 resulted in a recommendation for intervention to the distal rca. On (B)(6) 2011, during the procedure to address the distal rca disease, the 3.0 x 32 mm promus stent was found to be restenosed requiring revascularization with promus stent implantation in the mid to proximal rca. On (B)(6) 2012, the patient again experienced chest pain and was hospitalized on (B)(6) 2012. On (B)(6) 2012, angiography showed 99% stenosis in the proximal rca and 50% in-stent restenosis in the mid-rca. The patient underwent revascularization with a xience stent implanted for in-stent restenosis in the proximal rca (non-abbott stent) and balloon angioplasty for in-stent restenosis to the mid-rca. The symptoms resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus stent mentioned is being reported under a separate medwatch report.

Event description:
Subsequent to the final medwatch report, filed on (B)(6) 2012, additional information was received regarding the revascularization procedure to treat restenosis in two non-abbott/non-promus stents. Pre-dilatation was performed using a 2.5 x 15 mm nc trek and a 3.0 x 15 mm xience v rx stent was deployed in the proximal right coronary artery (rca). Restenosis in the non-abbott/non-promus stent in the mid rca was treated with balloon angioplasty. Additional patient information was received and has been captured in relevant tests/laboratory data.

Event description:
Subsequent to the medwatch report filed on (B)(4) 2012, additional information was received regarding this event. Revascularization was performed to treat restenosis of the index procedure stents, using a non-abbott/non-promus stent. The patient was then rehospitalized with chest pain and restenosis was noted in the non-abbott/non-promus stents. At the time of the reported event, there were no abbott devices present in the patient anatomy. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided which indicates that on (B)(6) 2008, the patient underwent a stenting procedure. The 3.0 x 32 mm stent reportedly implanted in the mid right coronary artery (rca) and the overlapping 3.0 x 20 mm stent implanted in the proximal to mid rca are not promus stents or abbott stents. On (B)(6) 2012, the patient experienced chest pain and was rehospitalized. A non-st elevation myocardial infarction was diagnosed and a revascularization procedure was performed in the 2 non-promus/non-abbott stents. Although some restenosis was noted in the previously implanted promus stent, it was not treated. No additional information was provided.

Manufacturer narrative:
(B)(4).